Event description:
Zoll was contacted by a USA distributor to report that the husband of a (B)(6) patient pressed the response buttons inappropriately during the course of a valid arrhythmia event. Patient was unresponsive and taken to the hospital where they had to undergo hypothermic treatment. Due to cognitive issues the patient was not refit into the device.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. Upon investigation the monitor and electrode belt were fully functional. No problems were found with the device. The monitor's audio and tactile alarms were fully functional. A review of the patient's flags revealed that he response buttons were pressed multiple times between 12:40 am and 12:53 am on (B)(6) 2014. The pressing of the response button prevented the device from delivering a treatment. The patient discontinued use of the device due to cognitive issues. Device manufacture date: monitor sn (B)(4) - (B)(4) 2014. Electrode belt sn (B)(4)- (B)(4) 2013.